Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient underwent surgical intervention to perform a device elective replacement procedure. During this procedure, this left ventricular (lv) lead was mistakenly damaged by the physician. As a result the physician elected to reprogram the associated device as a dual chamber implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.